Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. Date of event is estimated. During processing of this complaint, attempts were made to obtain patient information. Further information was requested but not received.

Event description:
It was reported the patient did not recharge the ipg as recommended for approximately 2 years. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.